Event description:
Related manufacturer reference number: 2017865-2024-55926. Related manufacturer reference number: 2017865-2024-55927. It was reported that the patient presented for a pocket revision due to a painful area where one of the pacing leads was near the skin surface. The physician debrided the pocket and placed the pacemaker and leads in a subpectoral position. During this process, the rv lead was noted to have some insulation wear, and the physician repaired the lead. The rv lead had no r wave sensing. The ra lead was also found to have some abrasions, but the physician chose not to modify the lead at this time. The ra lead had a high capture threshold the patient was stable before, during, and after the procedure.